Event description:
Due to discomfort and asymmetry pt requested bilateral explantation of ruptured breast prostheses. On the right, capsule was densely calcified. Several failures of the implant were noted. There was no evidence of silicone outside the capsule. Fixation patches were on the posterior aspect of the breast and densely adherent to the pectoralis fascia. These were removed. On the left, an identical procedure was performed with similar findings. Woitj